Event description:
A customer reported a corneal burn on the patient's left eye during a phacoemulsification cataract surgery. The burn occurred at the beginning of sculpting. According to the reporter the event was due to a defective infusion. The patient was scheduled to come back to the facility to place a conjunctival patch on the wound. Additional information has been requested but not received to date. This is one of two reports being filed for the same facility.

Event description:
Additional information was provided by the reporter. According to the reporter, no occlusion bell was heard. The patient's eye was at the same level of the cassette. The burn resulted in an open wound requiring sutures, iris hernia and postoperative hypotony. Irregular astigmatism and persistent corneal opacity were noted postoperatively. A conjunctival covering was performed due to corneal necrosis. The reporter assessed the outcome of event as unfavorable due to a re-treatment being required for corneal necrosis that did not correct the symptoms. A corneal transplant was planned.

Manufacturer narrative:
Evaluation summary: this complaint file was reviewed by the clinical analyst who stated that thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both the system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. ¿ no further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information provided by the doctor. The patient lost his sight.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided from an attorney. A conjunctival flap was done after surgery to close the wound. The flap was sutured. Scarring resulted in corneal retraction with corneal astigmatism. An intravitreal injection of dexamethasone was administered for irvin gass syndrome, which did not reoccur after this treatment. No information was provided on current patient status.

Manufacturer narrative:
(B)(4).

Event description:
Additional information has been received from the attorney. The patients visual acuity remains at count fingers. The patient has undergone hospitalizations and intervention, injections, local and systemic treatments. The patients visual acuity left eye remains unchanged.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from government agency indicates the patent returned 15 days after surgery with persistent eye pain. Corneal thinning was noted. Surgical intervention was performed for iris herniation. The patient was referred to another surgeon where a vitreous wick was noted. It was noted that there was a considerable sudden heating of the handpiece with viscous solidification

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customer's reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
.